Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received repetitive vibrational alerts from the device. Patient did not present to the clinic for follow-up. No further information was received regarding this event.